Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter was stuck on the guide wire. The target lesion was located in the 99% stenosed target lesion located in the mildly tortuous and moderately calcified right superficial femoral artery (sfa). A 6x150x75 innova¿ stent was advanced over a 300cm non-bsc guide wire and deployed successfully. After deployment, the stent delivery system could not be removed from the guide wire, therefore the wire and the delivery system were removed from the patient together. There were no patient complications and the patient's condition post procedure was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 wire returned stuck in the device. The outer shaft, middle shaft and the remainder of the device were checked for damage. There was a slight kink at the nosecone. The stent was not returned. The guidewire that was returned with the device is coated with a hydrophilic coating. This coating must stay hydrated to stay lubricious and to move freely throughout the device. If the guidewire/device dries up and is not kept hydrated stickiness could ensue and the device may feel like it¿s not moving freely. The handle was opened to inspect for internal damage. There was no damage noticed. The stuck wire was confirmed due to the style of guidewire that was used during this procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the catheter was stuck on the guide wire. The target lesion was located in the 99% stenosed target lesion located in the mildly tortuous and moderately calcified right superficial femoral artery (sfa). A 6x150x75 innova stent was advanced over a 300cm non-bsc guide wire and deployed successfully. After deployment, the stent delivery system could not be removed from the guide wire, therefore the wire and the delivery system were removed from the patient together. There were no patient complications and the patient's condition post procedure was good.